Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) on the presenting electrogram (egm). Technical services (ts) confirmed this and suggested having the health care professional (hcp) bring this patient in for programming. This patient had their own intrinsic rhythm coming through, so no asystole was observed. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.